Event description:
The customer reported to baxter us that they are having issues with the luer activated valve for ivaccess causing reflux, even if proper clamping technique is followed. It was not stated when the issue was occurring, or if there is a sample available for evaluation. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Since the product and lot number are unknown, a 510k number cannot be provided.